Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22063239. D4: medical device expiration date: 15jun2025. H4: device manufacture date: 15jun2022 . D4: medical device lot #: 22063236. D4: medical device expiration date: 14jun2025. H4: device manufacture date: 14jun2022. D4: medical device lot #: 22063238. D4: medical device expiration date: 15jun2025. H4: device manufacture date: 15jun2022. H6: investigation summary a complaint of a hole being found in the pumping segment causing leakage and an air in line alarm was received from the customer. A sample was returned for investigation. Through visual inspection, no damages or defects could be seen on the tubing. The set was then primed and leakage was observed from a tear in the middle of the pumping segment. The customer complaint was confirmed. Potential lot numbers were determined using the smart site ids on the sample. The DHR was performed with these potential lots. A device history record review for model 2426-0500 lot number 22063239 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 15jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22063236 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 14jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22063238 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 15jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed. Possible manufacturing root causes for the defect seen include edges in the fixture or tables that cut the tubing and excess air in the regulators that control the tubing cutting system damaging the tubing. Other potential root causes could be incorrect material handling prior to assembly and the proper assembly method not being followed. Corrective actions were taken to prevent this defect in the future. This includes implementation of flow regulators which will be able verify the correct pressure in which they must be found for the cutting system to work correctly, creation of a visual aid for material handling, and addition of an air verification task that controls the cutting system during daily maintenance. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line, damaged and leakage. The following information was provided by the initial reporter: at around 04:30am, shortly after vancomycin started, IV machine beeped off "air in line", upon investigation there was noted to be fluid all over the floor and dripping from the machine. The medication was stopped, line was disconnected from the patient and it was removed from the large volume pump. There was noted to be a hole in the portion of the tubing that enters the pump that was actively leaking. The tubing was placed in a hazard bag for inspection. The large volume pump was also removed from the patient room and labeled as not to be used until further investigation. Unsure if patient received total dose of antibiotic that was meant to be infusing, nsx team aware of incident.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line, damage and leakage. The following information was provided by the initial reporter: at around 04:30 am, shortly after vancomycin started, IV machine beeped off "air in line", upon investigation there was noted to be fluid all over the floor and dripping from the machine. The medication was stopped, line was disconnected from the patient and it was removed from the large volume pump. There was noted to be a hole in the portion of the tubing that enters the pump that was actively leaking. The tubing was placed in a hazard bag for inspection. The large volume pump was also removed from the patient room and labeled as not to be used until further investigation. Unsure if patient received total dose of antibiotic that was meant to be infusing, nsx team aware of incident.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.